Event description:
The manufacturer received information alleging a ventilator service required error message occurred on the screen for a trilogy evo device prior to being placed on a patient. There was no serious patient harm or injury that occurred or was reported. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.

Manufacturer narrative:
The manufacturer received information alleging a ventilator service required error message occurred on the screen for a trilogy evo device prior to being placed on a patient. There was no serious patient harm or injury that occurred or was reported. Following the initial evaluation, a philips remote service engineer confirmed the device failure, requiring replacement of the system printed circuit assembly board to resolve the issue. The customer is taking the responsibility in replacing the part for this device. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.